Manufacturer narrative:
H.10: through follow-up communication livanova learned that the batteries were last replaced more than three (3) years earlier, in disagree with the instruction for use. In addition, it cannot be excluded that the customer did not check batteries every 120 day as per instruction for use. Based on all the above facts, the console shut down during procedure because of dead batteries, which have not been managed in accordance with the instruction for use.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and replaced the battery to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Further investigation in ongoing to understand if user followed the instruction for use regarding battery test and battery discharge. An user error cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 system shutdown during procedure with "no battery capacity stored" error message. The user hand-cranked the pump until a back up pump was installed to complete the procedure. There was no report of patient injury.